Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the hose was leaking. An assignable root cause is undetermined.

Event description:
Device was returned for service. During service, technician found hose leaking. This is report 1 of 1 for complaint #(B)(4).